Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced an error with the omnipod 5, which was displaying an incorrect "low" glucose alert despite actual blood glucose levels being in the 400s mg/dl. This discrepancy was only identified after a manual glucose check was performed, either in the ambulance or at the emergency room, where diabetic ketoacidosis (dka) was suspected. Reported symptoms included vomiting and hyperglycemia. The patient was admitted to the ICU and treated with insulin and fluids. The hospital stay lasted 2 days. The pod was removed and discarded at the hospital.